Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. Evaluation also revealed a crack in the battery compartment at the threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. The battery compartment was found to be cracked on the threads. Unrelated to these findings, the audio bolus button was found to be torn, but responded appropriately.